Event description:
Treatment of a left unruptured cavernous saccular aneurysm measuring 16mm x 8mm. During the procedure, it was reported that the first pipeline failed to open proximally and was removed from the patient. Upon removal from the patient, it was noted that the marksman catheter seemed fatigued and had stretched. Another pipeline was deployed; however, it required balloon angioplasty (an option presented in the instructions for use) to achieve full wall apposition. No injury was reported with the patient as a result of the procedure. Same event as MDR# 2029214-2013-00537.

Manufacturer narrative:
The pipeline, pushwire, and marksman catheter were returned for evaluation and the cause of the event could not be determined because the pipeline was found already open with damaged braids. (B)(4).